Event description:
A peritoneal dialysis patient reported a fluid leak from the cassette area, which leaked onto the floor during treatment. No antibiotics were prescribed. Patient's effluent was clear. The patient did not have any health complications. Sample was discarded.

Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation and the failure mode cannot be confirmed. However, an investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or nonconformances during the manufacturing process. In addition, the batch record review confirmed the labeling material, and process controls were within specification.